Event description:
Boston scientific received information that this device had an increasing pacing impedance and pacing threshold. Review of device electrograms also noted episodes with noise. This device is part of the subpectoral implant 2009 product advisory, which was initially communicated (B)(6) 2009. The physician elected to prophylactically explant the system due to the advisory. No further patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the device was thoroughly inspected and analyzed. A review of device memory noted the device had impedance measurements than increased to approximately 1200 ohms. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the is-1 rv spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal. Seal ring marks within the lead port showed the lead was likely inserted fully.